Event description:
The patient was on a continuous intravenous infusion of propofol at 55 mcg/kg/min. At 0336 a subsequent infusion bottle was hung with new tubing at the same rate. At this rate, the infusion should have lasted approx. 4 hours. At 0439, the infusion pump alarmed "air in line". The rn who responded to the alarm saw that the infusion bottle was empty. At the same time, the eeg monitoring that was being done showed the onset of 90 minutes of status epilepticus. The initial assumption was that the medication infused too rapidly. The pump settings were checked at the time of the event and were correct. The pump was taken out of service and evaluated by the facility's biomed department, and also evaluated by the vendor with no initial problems identified. The computer logs from the pump were pulled to check what actions were performed by the user. The tubing was inspected for leakage or damage. The patient happened to be in a room that was being monitored by a camera. The camera logs were examined for entry/exit into the room (the actual pump was not in the frame of the video, just the patient was visible). The pumps are also being evaluated by a third party independent inspector. Propofol 55 mcg/kg/min was being infused through this pump at the time of the event. The patient also had a continuous normal saline infusion through another pump channel. She was intubated and on a ventilator and was undergoing continuous eeg and video monitoring..